Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the lv2/proximal conductor was fractured in-vivo in the anchoring sleeve area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had mitral valve surgery where cautery wasn¿t properly managed. Upon review of the implantable cardioverter defibrillator (ICD) transmission following the procedure, it was noted that cautery resulted in several episodes being recorded and a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and high-rate non-sustained episodes. It was also noted that there appeared to be a true fast ventricular tachycardia (fvt) episode where six shocks were delivered however, short circuit protection occurred resulting in less than programmed high voltage energy delivery for two of the shocks and therapy was unsuccessful at terminating the episode. A subsequent drop in all right ventricular (rv) lead pacing impedances was also seen leading to an out of range low impedance measurement. After the procedure it was also noted that atrial sensing was in the 20 beats per minute range, it appeared the right atrial (ra) lead was not sensing, and no p wave measurement was provided by the device. Addit ionally, there was an ra lead impedance increase and upon evaluation it was suspected that the ra lead may have been compromised during the procedure. The ICD and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.